Manufacturer narrative:
The device has been received for analysis. During product analysis an attempt to insert the guidewire was unsuccessful, and dissection revealed that the guidewire lumen was damaged within the inner hypotube. The 'cause traced to device design' was selected due to the guidewire lumen damage inside the distal inner hypotube, which aligns with the guidewire stuck and failure to deploy issues.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. During device first deployment, it was noted that the catheter did not change its shape. It was also noticed that the guidewire became stuck and could not be moved. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. During device first deployment, it was noted that the catheter did not change it's shape. It was also noticed that the guidewire became stuck and could not be moved. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.